Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received critical pump error on their device. It was reported that a red x was display on the pump screen. The customer's blood glucose level was reported to be 101mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error problem isolated to connector. We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. We were unable to verify other type occurrences of alarms due to critical pump error. The insulin pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.